Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2019. It was reported that the patient¿s device had not been staying charged starting about 5-6 months prior to the report. Additionally, it was noted that the implantable neurostimulator is moving around and sticks out of her body. It is getting caught on stuff and is painful. This started a couple of months prior to the report. The patient wants to meet with a manufacturer representative to address this issue in person. There were no patient symptoms or complications reported.